Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and found that the high reflective (hr) optic for channel 1 was damaged, therefore, replaced; thus, confirming the reported event. Optics were inspected for dust or damage and cleaned as needed, with no additional issues found. Beam image and quality were verified, and hr adjustments were made on channels 1 and 2. Output power was checked in accordance with the service manual. The malfunction found could have affected the device performance leading to the event experienced. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the console had a low power output and there were no errors. However, the console was working. There was no patient involved.

Event description:
It was reported that the console had a low power output and there were no errors. However, the console was working. There was no patient involved.